Event description:
It was reported the patient experienced a shocking or jolting sensation whenever she used the elevator. It was stated the patient met with a healthcare provider. No additional information.

Manufacturer narrative:
Concomitant product: product ID neu_unknown_lead, lot# unknown, product type lead. (B)(4).

Manufacturer narrative:
Concomitant products: product ID: 3093-28, lot# v583008, implanted: (B)(6) 2010, product type: lead. Patient programmer, model 3037, serial (B)(4).

Event description:
Follow up information received from the healthcare professional (hcp) reported that the patient's implantable battery and impedances were checked and all were normal. It was noted that there were no further complaints. If additional information is received, a follow up report will be sent.